Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision tsjr. Delta xtend in situ. Surgeon¿s perspective: according to surgeon reason for revision is the placement of the metaglene and therefore glenosphere causing impingement, pain and loss of functionality. The patient has been experiencing discomfort since primary surgery was done in 2014. Glenosphere positioned too superior and requiring inferior angulation to function without impingement. The stem appeared well fixed. Poly liner was impinging on inferior glenoid - wear seen on liner. A sizeable piece of glenoid was loose and removed. Delta xtend lateralised glenoid 42 +2 and new 42 +3 poly liner implanted.